Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot s11043 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6)2025, pmqa received notification from legal that the plaintiff profile form (ppf) was received associated with this event. On (B)(6)2011, patient was implanted with an alloderm with lot #b35226-030. As per the ppf form, the patient underwent a repair of abdominal wall hernia surgery and was implanted with a strattice device lot s11043-173 on (B)(6)2012. On (B)(6)2012, surgical preparation of open wound in abdomen, measuring 13 x 20 cm, excision and debridement of wound and necrotic tissue. On (B)(6)2012, patient had split thickness skin graft abdominal wall from right thigh. On (B)(6)2012, excision of mesh and of chronic abdominal wall sinus tract and exploration of the abdominal wall wound. The form lists the condition that was treated: (B)(6)2012: exploratory laparotomy, excision of infected abdominal wall mesh, extensive lysis of adhesions and repair of recurrent incisional hernia. Repair of abdominal wall hernia with abdominal wall reconstruction including right and left- sided component separation, insertion of strattice, repair abdominal wound. Post surgery: home healthcare, wound management. (B)(6)2012: surgical preparation of open wound in abdomen, excision and debridement of wound and necrotic tissue. Abdominal wound care, medication management. (B)(6)2012: split-thickness skin graft abdominal wall from right thigh. (B)(6)2012: excision of chronic abdominal wall sinus tract and exploration of the abdominal wound (mesh and scar tissue excised). 2012-2013: pain management; anxiety; primary care. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.